Event description:
It was reported that since the patient was implanted, she had not had control over her sudden urges and had constant bladder infections. Both were indicated to be getting worse. The reporter stated that the patient was not able to make it to the bathroom and felt like her bladder was not emptying completely. Prior to being implanted, the patient was going to the bathroom constantly. The patient was not going constantly at the time, but was not able to control her sudden urges. It was indicated that the patient was previously on program 1 at 1.3v and increased it once to 2.1v but it was too much. As such, stimulation was turned down. At the time of report, the patient's stimulation was off. Stimulation was switched to program 2 and amplitude increased to 1.8v. The patient felt comfortable stimulation, "slight pulse", in the bicycle seat area. It was noted that the patient did not know how to change programs as she was never taught how to use the programmer. Additional information received two weeks later reported that the patient was in the process of switching healthcare providers (hcps). It was indicated that the patient was still having concerns regarding device or therapy but was working with a manufacturer's representative or hcp. An appointment date of (B)(6) 2013 was noted.

Manufacturer narrative:
Concomitant medical products: product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2011. Product type: extension: product ID 3093-28, lot# v704187, implanted: (B)(6) 2011. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).